Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer ¿unsure of what happened, but PICC was found still under dressing and broken at insertion site, just above secureacath. Patient does have delirium, so may have pulled it but the dressing was still on. Rn removed dressing and clamped PICC line at secureacath, when I went to remove, there was a clear break. I removed the secureacath and the PICC line.¿ additional information received 10/23/2024: it was reported total fracture but there was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.